Event description:
It was reported that an unspecified quantity of clearlink system extension sets were leaking from the injection sites. The leaking was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6, h11. B5: describe event or problem: it was reported that five (5) clearlink system extension sets were leaking from the injection sites (previously reported as an unspecified quantity). H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.